Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
The plate disassembled post op. All stryker products were used during the initial case and a second surgery was done to remove the plates. No other problems reported.